Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during the removal of the PICC line, we observe that the distal end is partially cut and at high risk of rupture. After checking, the user's chart and the note do not allow us to determine the inserted length.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed but the root cause could not be determined. One photograph of a powerpicc catheter was returned for evaluation. Inspection of the photograph found that a circumferentially aligned tear was present on the tubing near the distal end. No other features of the tear could be discerned based on the photograph. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information received 11/04/2025: catheter was stabilized with tegaderm IV. The catheter was removed due to end of treatment. The patient did not exhibit any symptoms associated with the PICC notch. It is unknown if the entire catheter was removed from the patient since the notched end followed at the removal but the length at the installation was missing on the card and the radiologist¿s note